Event description:
During the eval of the unit, smoke was encountered. No pt injury or medical intervention was associated with this report.

Manufacturer narrative:
(B) (4). Visible smoke was encountered during the eval of the homechoice machine. The root cause was determined to be a burnt joint connector on the accompanying print circuit board & plug of the heater cable. The device will be sent for servicing. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventive action as appropriate.